Event description:
The customer reported to olympus, the video system center had no image. The issue was found before a diagnostic cystoscopy procedure. No delay to the procedure was reported. No error messages were observed because of the failure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to bent video connector pins. The investigation is ongoing and follow up with the user facility was performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's allegation of no image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "black screen, no image" was caused due to video connector pins were bent. Olympus will continue to monitor field performance for this device.